Event description:
It was reported that during a follow up the device presented in backup mode. The pt did not have the time to wait for firmware download. The device remained implanted while the pt and clinic worked to schedule a time for the download.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.